Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 200+ mg/dl. The customer reported via phone call l that the cannula is bent due to the way the infusion set was inserted in the skin. The customer's spouse stated the event with bent cannula occured once or twice a month, sometimes the infusion set work fine.